Event description:
The customer reported a fluid leak of approximately 2 ml from the probe of a coulter act diff analyzer. The customer indicated that the leak was not contained within the instrument and the instrument generated probe error messages while troubleshooting the issue with a beckman coulter cts (customer technical support) over the phone. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A cts (customer technical support) assisted the customer with troubleshooting over the phone. The cts instructed the customer to bleach the waste line from the probe-wipe but the leak was not resolved. The customer rebooted the instrument and the instrument generated a probe error message following the reboot. The issue was deferred to a beckman coulter fse (field service engineer). A beckman coulter fse was dispatched and discovered a disconnected tubing between pinch valve lv8 and the probe-wipe. The fse proceeded to replace the tubing to resolve the leak and the associated probe error message. Failure mode of the event is attributed to a disconnected tubing at pinch valve lv8. (B)(4).